Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: pump had blood backup. Findings/action taken: parts for blood decontamination sent to and replaced by hospital biomed fcn level: 1416. Software level: 2.24. Expedited qa review: yes. Op = on patient. Confirmed.

Manufacturer narrative:
(B)(4). The reported complaint of "blood backup into the pump" was confirmed by the field service representative. No iap parts or recorder strips were returned for evaluation to teleflex due to blood contamination. No iab ruptures were reported. The root cause of the blood backing up into the pump is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It has been reported via a field service report: l611447. Symptom: pump had blood backup. Findings/action taken: parts for blood decontamination sent to and replaced by hospital biomed. Fcn level: 1416. Software level: 2.24. Expedited qa review: yes. Op = on patient. Confirmed.